Event description:
A 52-yr-old pt admitted on 4/29/96 with diagnosis of pneumonia and central sleep apnea. During the day, the pt was maintained on t-mist oxygen from the central room oxygen supply. During the evening, the pt was converted to ventilator assistance. On 5/9/96, shortly after being converted to ventilator asistance, the ventilator cut off in the presence of his nurse. The nurse bagged the pt, returned the pt to t-mist oxygenation and notified the respiratory therapy dept which, exchanged ventilator units. The pt was discharged on 5/15/96. No apparent injury.